Manufacturer narrative:
The patient is a smoker. The investigator assessed the event as not related to the device or antiplatelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the lad. It was reported that a dissection occurred. The dissection was treated with a resolute onyx des implanted in the lad.

Manufacturer narrative:
Dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.